Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a rotablator plus device. The burr catheter was attached to the advancer when received and the knob was in the locked proximal location. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed multiple wear marks along the sheath. Microscopic examination revealed that the annulus was damaged. The wear marks on the sheath at 15.2cm and 17.2cm have torn through the sheath causing a hole. Functional testing was performed by rotating the drive shaft and it was unable to rotate. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that saline leaked from the sheath. A 1.50mm rotalink plus was selected for use. During procedure, two puncture defects on the sheath were noted causing leakage of saline from the device. The procedure was terminated. No patient complications were reported.

Event description:
It was reported that saline leaked from the sheath. A 1.50mm rotalink plus was selected for use. During procedure, two puncture defects on the sheath were noted causing leakage of saline from the device. The procedure was terminated. No patient complications were reported.